Manufacturer narrative:
Section d4, h4: additional information section e2: correction manufacturer's investigation conclusion: the report by technical services of multiple strings of low voltage advisory events while the patient was connected to battery power during their review of the submitted log file was confirmed. The system controller pc-65950 was not returned for analysis; however, only the log file was submitted. The log file contained approximately 7 days of data from (B)(6) 2020 to (B)(6) 2020, per the timestamps. The average power and flow were 5.8 watts and 5.3 lpm, respectively. The fixed speed was set to 9,400 rpm and the low speed limit (lsl) was set to 8,000 rpm. The pump maintained a speed above the lsl without issue while the driveline was connected. 74 power cable disconnect alarms were recorded throughout the log file,. These alarms appeared to be consistent with typical system use and associated with routine power source exchange events. Multiple low voltage advisory alarms were also recorded. Between (B)(6) 2020 and (B)(6) 2020 there were multiple long strings of intermittent low voltage advisory alarms. These alarms occurred while the controller was connected to batteries and were primarily associated with the black power cable. These low voltage alarms were active due to the battery fuel gauge (rsoc) signal level on the black/white power cables revealed transient changes that reached the low voltage threshold (1.8 v and 1.9 volts). The recorded voltage levels associated with the low battery (voltage) alarms can be indicative of operation on discharged 14-volt li-ion battery. The low voltage advisory alarms did not affect the controller's ability to operate the pump at the set speed. (It was noted that the patient was periodically sleeping on batteries. Tech services recommended that the patient should be advised to always connect to the power module / mpu while sleeping or when there is a chance of sleep). There were no atypical low voltage events while system was supported by power module/module power unit. The system controller pc-65950 used at the time of the reported events was not returned for analysis. As a result, the root cause of the reported event could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. To date, the system controller associated with captured events was unavailable for an evaluation and the complaint file will close accordingly. The complaint file will be re-opened if the product is received for analysis. Heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ and heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ explain all alarms, including low voltage advisory/hazard alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ and heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ explain all alarms, including power cable disconnect alarms, and the proper actions to take if the alarms cannot be resolved. Section 10-""safety checklists"" of the patient handbook instructs the patient to check the connectors, on both the controller cables and different power sources, for dirt, grease, or damage. Heartmate ii lvas instructions for use and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook section 2 "how your heart pump works", covers replacing the running system controller with a backup controller. Labeling indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping otherwise alarms may not be heard. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Driveline disconnect, low pump speed and pump stop were reported under MFR# 2916596202000172. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had alarms for ¿connect to power¿ with movement of white cord on controller. The power cord connection reinforcements were broken. Manufacturer technical analyst review the log file and observed a transient driveline disconnect event on (B)(6) 2020 at 1:36pm followed by two low speed and two pump stop events, which appeared to be related to the driveline disconnect. The file displayed a second driveline disconnect event at (B)(6) 2020 at 1:39pm indicative of a controller change. The system controller was replaced. No further or additional information was provided.